Event description:
It was reported that pump displayed malf 24 malfunction that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.